Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 4.10e. Pump passed displacement test. Pump received with broken battery tube thread, cracked case battery tube and missing battery cap contact noted.